Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8110 error 358.2000 account name: riddle memorial hospital account #: (B)(4) asset name: 8110 syringe module v9.15.1 r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: edward had error 358.2000 on syringe sn (B)(4) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: I recommended edward to re-flash os software on the syringe. If re-flash software did not resolved the problem, edward will replace logic board. Ref:_00d30y0yr._5000l1l6spd:ref